Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vein did not close uniformly following a radiofrequency ablation procedure on (B)(6) 2016. A free floating thrombus was noticed in the vein. The patient was treated with lovenox. The levonox treatment was discontinued on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: rfg2 was returned to be serviced. The missing power cord was replaced. Test function checks were run and it failed dielectric withstand primary to patient portion of electrical safety test. The rf isothermal cable was replaced with new part. All test functions were rerun. The generator passed all tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.